Event description:
It was reported that during a da vinci-assisted extraperitoneal radical prostatectomy procedure, there were no available single-port (sp) endoscope instruments which resulted in a conversion to a multi-port system. When the customer elected to convert to a multi-port system, the single port access port had already been placed. It was reported the site has 4 single port (sp) endoscopes. At the time of this event, 1 sp endoscope was "dirty" from a previous days procedure and 1 sp endoscope was used on the case prior to the event. Additionally, 2-3 of the sp endoscopes were expired. Additional laparoscopic port incisions were made.

Manufacturer narrative:
Intuitive did not receive a single-port endoscope to perform failure analysis.